Event description:
The customer called originally reporting they rec'd an error 4 message on their freestyle meter. Upon receipt of the meter, it was discovered that the unit of measure was unlocked and selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.